Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4) event occurred in finland. It was reported that the patient experienced hyperglycemia on (B)(6) 2026. The blood glucose was high and the patient was treated with bolus via pump and insulin pen. The patient used the infusion set for about 7 days. No further information available.